Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump was not exposed to moisture. The customer stated that the battery cap is not damaged or corroded. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.